Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient's scs ipg became inoperable following an unrelated surgery. The device would not respond to external devices, deeming it inoperable. The patient stated that they set the ipg to surgery mode prior to the procedure. A manufacturer representative met with the patient to interrogate the system and was unable to restore functionality to the device. In turn, the patient may undergo surgical intervention to address the issue.